Event description:
Boston scientific received information that following this implant procedure during the post operative check, telemetry strips showed noise was oversensed and caused inhibition of pacing and syncope. The patient was followed in the clinic and normal device function was confirmed. No adverse patient effects were reported.

Manufacturer narrative:
The system remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.